Manufacturer narrative:
The reported event of helix failed to extend and retract was confirmed. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The cause of helix failed to extend and retract was isolated to the helix being clogged with blood and overtorque of the inner coil. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for regular follow up. Review of chest x-ray revealed right ventricular lead dislocation. During lead revision procedure, the helix failed to extend or retract, so the lead was explanted and replaced with a new lead. Patient was in stable condition before, during, and after procedure.